Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was some resistance to open the jaws, the device fired properly. The jaws were difficult to open. The same device was used to complete the procedure. No adverse consequences reported.